Event description:
Customer stated "switch sparked" product was returned for investigation. Upon further investigation, the switch did not have any evidence of shocks or sparks. The investigator observed that the harness was bent and discolored, leads were bent, and the cord was twisted. The pad appeared to have been laid on or folded during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds." Customer did not claim any injury. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.